Manufacturer narrative:
Review of the device manufacturing record history. Investigation is currently in progress.

Event description:
It was reported that the graft snapped apart and was explanted. The event did not happen as a result of suture tear. Further investigation is pending.